Manufacturer narrative:
It was reported by the customer that defective IV tubing causing chemo spill - leak was identified as pinhole in rubberized portion of IV tubing just below upper blue plastic piece that secures IV tubing into pump chamber. One sample was received for quality evaluation. During visual inspection of the upper pumping segment tubing and fitting, a small hole in the tubing was identified. The customer complaint of tubing defective/damaged was verified. The investigation had been forwarded to the manufacturing facility to determine the root cause for the hole in the silicone pumping segment tubing. Manufacturing indicated that the failure is commonly seen when the tubing is not loaded into the alaris pumps correctly. The root cause for the hole in the silicone tubing of the pumping segment was determined to be a user caused issue. The bd clinical team was made aware of the issue, and a follow-up with the customer will be conduct to determine if further training or instruction is necessary. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below.

Event description:
No additional information was provided. Material#: (B)(4) batch#: unknown it was reported by the customer that defective IV tubing causing chemo spill - leak was identified as pinhole in rubberized portion of IV tubing just below upper blue plastic piece that secures IV tubing into pump chamber. Impact of incident: leak resulted in full chemo spill cleanup protocol and drug had to be remade by pharmacy delaying treatment time. Patient was not directly in contact with spill. Verbatim: incident or problem information ahs mdip reference number (ID): (B)(6) date of incident (yyyy-mm-dd): (B)(6) 2023 type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, close call ahs optional report to cmdsnet (health canada): yes incident details: defective IV tubing causing chemo spill - leak was identified as pinhole in rubberized portion of IV tubing just below upper blue plastic piece that secures IV tubing into pump chamber. Impact of incident: leak resulted in full chemo spill cleanup protocol and drug had to be remade by pharmacy delaying treatment time. Patient was not directly in contact with spill. Who was affected? Patient unexpected or prolonged care? No device information device name/description: set alaris pump with check valve 2 needle free ports manufacturer: carefusion manufacturer code/model: 2420-0007 serial or lot number: unknown expiry date: unknown supplier: xxx supplier catalogue number: al2420-0007 is device retained: yes number of devices: 1 wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions investigation request expected type of investigation: actual device tested shipping instructions request date (yyyy-mm-dd): 2023-09-12 response received on 26-sep-2023. 1. Tubing was attached to the patient at the time of event 2. Alcohol disinfecting caps are not applicable to this scenario 3. Alaris pump was used. Pump module model was 8100.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged and leaking. The following information was received by the initial reporter with the verbatim: incident details: defective IV tubing causing chemo spill - leak was identified as pinhole in rubberized portion of IV tubing just below upper blue plastic piece that secures IV tubing into pump chamber. Impact of incident: leak resulted in full chemo spill cleanup protocol and drug had to be remade by pharmacy delaying treatment time. Patient was not directly in contact with spill. Who was affected? Patient. Unexpected or prolonged care? No.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.